Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented at the medical center to address a pocket infection/erosion. During the procedure, the right ventricular lead exhibited externalized conductors. The lead remains implanted and the patient was referred to a cardiothoracic surgeon for further evaluation. The patient was in a stable condition and will be scheduled for a cardiothoracic surgery.